Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was confirmed due to the dn to rear therapy electrode cable and trunk cable being pulled from strain relief, causing the connectors to break from the distribution node pca. Upon further investigation, there was also corrosion found on the distribution node. The root cause for the strained cable was unable to be positively identified. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.